Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 05/21/202. Signs of clinical use and evidence of charred material was observed on the jaws. The heater wire was observed to be intact and slightly flexed at the center of the hot jaw to the tip, due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact. No visual defects were observed. The black shrink tubing just above the jaw was observed to be peeled. There was no detachment observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was not confirmed but was confirmed for the analyzed failure "peeled; shaft" .

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery shaft bent near jaws. No patient harm or additional incisions made. Finished case using a new kit. Pa indicated that they noticed the hemopro cautery was bent following the ligation of the first branch. Unsure of how it happened, they didn't feel comfortable continuing with this device so they opened a new one.